Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion within the internal components of the device was identified as the probable cause of the overheating reported. Corrosion of the driveshaft and rotor will result in rotor rub, which would increase friction in the device and in turn generate heat.